Event description:
Attempted left central venous line (cvl) placement resulted in frayed guide wire upon removal. Fluoroscopy showed a portion of the wire was retained in patient and an ultrasound confirmed the retained portion of the wire located in tissue behind the left subclavian.